Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that third and fourth light emitting diode (led) indicators were not responding when the gas gauge button was pressed. However, the battery was able to charge and adequately provide power to a test controller. Supplemental testing revealed that the led and printed circuit assembly connector was not properly connected; after reinserting the led connector, the led indicator started functioning. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an internal led connection failure, which can be attributed to improper assembly of the connector during the battery manufacturing process. Continuation of medical devices: dvfb1d4 ICD implanted: (B)(6) 2017 6935m55 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it showed four green bars on the light emitting diode (led) display, but only showed two green bars as soon as it was connected to the controller. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.